Manufacturer narrative:
Product has not been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6), while traveling on a plane from (B)(6), they "got sick during the flight" and obtained adc freestyle libre sensor scan values between 250-300 mg/dl. Customer further reported they experienced a loss of consciousness and fell into a coma, waking up in a hospital on (B)(6). In the hospital, a reading of 700 mg/dl was obtained on a hospital meter compared to a sensor scan result of 411 mg/dl. It is unknown the date/time the readings were taken. Customer was diagnosed with hyperglycemia and administered insulin via intravenous infusion. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.